Event description:
During an acl repair on a male, the surgeon was first trying to remove a biorci ha screw that had been implanted previously with the calaxo driver with hudson adapter when the shaft of the driver broke free from the collar. A regular biorci driver was used to remove the screw. During the revision, a 10mm bone-to-bone graft was being utilized a tunnel of 11mm was drilled. On the femoral side, a tap of 7mm was used. The surgeon attempted to place a 9x25 mm screw, but it would not insert. The screw was discarded because the threads had become damaged. The site was then tapped with a 9mm tap and a 9x25mm screw was successfully implanted. The surgeon then taped the tibial side with an 8mm tap and started to implant an 8x30mm screw, but the screw broke at its distal end. The broken portion of the screw was left in place. A mitek screw was used to complete the repair. A delay of twenty minutes resulted. No pt injury or complications took place.

Manufacturer narrative:
Device is not being returned; therefore, no eval could be performed. Surgeon should have used a tap one size larger than the screw in his hard bone application.